Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-05567. It was reported that rotawire fracture occurred. The 90% stenosed target lesion was in a severe bend that was severely tortuous and severely calcified in the right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, ablation was being performed when it was noted that the rotawire detached. The physician delivered another wire and was able to retrieve the detached wire together. The procedure was completed with this device. No further complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device found that the wire is broken 325cm from the proximal section. The distal tip was returned kinked and stretched. The body of the wire is also kinked in the middle of the device. The overall length of the wire could not be measured as the wire was broken near the distal section. The outer diameter (od) of the distal tip could not be measured as the distal tip was kinked and stretched. All other dimensions that could be measured are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-05567 it was reported that rotawire fracture occurred. The 90% stenosed target lesion was in a severe bend that was severely tortuous and severely calcified in the right coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, ablation was being performed when it was noted that the rotawire detached. The physician delivered another wire and was able to retrieve the detached wire together. The procedure was completed with this device. No further complications were reported and the patient's condition was good.